Event description:
The above day of week is approximate, all other dates are correct. In 2006, I had a total left shoulder replacement. Followed all drs' instruction. Continued p/t until they would no longer treat me as they felt they might do more damage. In 2007, returned to same physician who suggested that further surgery was needed. Went to (B)(6) and it was confirmed that the surgery was needed. Some parts of the original implanted medical device were removed and replaced. Returned home, went through entire course of p/t. Again, they worked with me until they refuse citing they might do more damage. In 2008, back to hospital, made a total revision of shoulder replacement. In 2009, traveled at own expense to (B)(6) clinic, (B)(6) for advise and testing, found no problem for pain I was in. While I have repeatedly asked if this was "all in my head" I have constantly been told no. Have asked if I could be having adverse reaction to anything that is implanted, no answer. Still in pain, on pain medication for years, very limited use of shoulder and arm. Pain is getting worse and limiting daily activities. I have all the paperwork/copies of all tests that have been performed on me. I need to get any answer as to why this situation is degrading rapidly. Despite pain medication, lack of sleep and an overall decline in a once active woman I would like answers. All surgery was performed at (B)(6).